Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1 ml morphine at 200 mcg via an implantable pump for an unknown indication for use. It was reported that the doctor was unable to advance the catheter in the intrathecal space on (B)(6) 2016. He attempted for about 20 minutes and then noticed the stylet was not completely set in the catheter. He then set it and tried again without success. He pulled it out and examined the tip of the catheter. It was reported that it "appeared more limp" than it normally was. It was further stated that it seemed like the stylet wasn't the full length of the catheter. The cap of the stylet was checked and it appeared to be placed correctly in the catheter. The doctor asked for another catheter and was able to advance easily. The first catheter was then discarded. No symptoms were reported and the patient was noted to be alive - no injury.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was taken to the operation room and paced in the lateral position. Surgical sites were marked preoperatively. Sterile prep and drape was done in the usual fashion. X-ray was used to identify the stimulatory as well as the previous wires. Skin incision was made with a plasma blade to avoid damage to the stimulator wires. Blunt dissection was done down to l3-4 without difficulty. In a right paramedian approach at l2-3, spinal fluid was obtained. In a parallel fashion the needle was directed cephalad. The catheter was placed up was t9-10. The first catheter was unable to be placed due to an extra flimsy tip. Subsequently a new catheter was pulled out and removed, and easy placement was noted of the intrathecal catheter without difficulty. At this point, the needle was pulled back slightly. Two anchor sutures were placed. A pursestring suture of 2-0 ethibond was placed. The anchor was placed and secured. At that point the needle had been withdrawn. Good spinal fluid flow was noted. Local anesthesia was infiltrated for tunneling as well as the pump incision. Tunneling was done over to the pump pocket without difficulty. The single-piece catheter connector was utilized and attached to the pump. There was aspiration of the side port without difficulty. The pump was then secured in the pocket without difficulty. Irrigation with 250 mg vancomycin and saline in both pockets occurred. Closure was with 3-0 vicryl subcutaneous and 4-0 monocryl cutaneous. The patient tolerated the procedure well. It was further noted that the catheter tip was too flexible and would not thread. The stylet also didn't seem long enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.